Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device remains implanted and was not returned. Therefore, no analysis or testing has been done. These events are being reported because medical intervention may have been required to prevent a serious injury, although device-relatedness has not been established.

Event description:
Healthcare professional reported post-implantation of seri during "abdominal surgery," patient presented with "swelling where seri was used; assume fluid build up." Physician stated symptoms resolved after "avcouple weeks," and no further treatment was performed.